Event description:
It was reported that the graft allegedly malfunctioned when the graft was tunneled when the metal components came apart and a portion of the metal was left in the pt. X-ray was used to find the metal piece. Tools were used to try and retrieve it. The doctor finally retrieved it using both index fingers.

Manufacturer narrative:
The unit was removed from the packaging and was visually inspected. Only the (B)(4) gds components were returned (the graft was not included with the return as it was safely implanted in the pt). One of the gds was found to be fully intact. The other gds was found without the metal sleeve installed over the plastic anchor and the graft had pulled off the anchor. It was also noted that there were heavy tooling marks on the plastic anchor on the gds that failed. The metal sleeve and swivel had some light tooling marks on them. After the visual inspection was completed the device history file was reviewed for this lot of grafts. All the mechanical, dimensional and visual requirements met specification for this particular lot of grafts. An engineering study was then conducted to look at the gds tensile strength for 6mm advanta sst product. (B)(4). The assembly process to install the gds components was reviewed. There is nowhere in the mfg assembly process where the physical damage could have occurred. It is unclear where the damage on the returned gds came from. Based on the eval conducted for the returned device, it is inconclusive to how or why the gds sleeve dislodged. Due to the heavy damage found on the gds components and the lack of info regarding how this damage occurred, it is not possible to reach a definitive root cause for the failure described on this return.